Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the customer stated during preparing for clinical use from 8:30 am - 9:00 am, a back flow error occurred without attaching flow sensor to a tube. During clinical use from 10:00 am - 11:00 am, the flow sensor that was attached to a dummy tube detected back flow error and alarmed, but it soon disappeared. [0:00] was displayed on central control monitor (ccm) when the sensor was attached to a dummy tube. The device was not changed out. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.

Manufacturer narrative:
The customer stated that they use the flow sensor attached to a dummy tube for four to five years, but they have never experienced back flow errors like this. Software data logs were received by the MFR on 02/18/2014 for further eval.